Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of a 6 cm abdominal aortic aneurysm one month ago. The vessel morphology was reported as mild calcification and mild tortuosity. The stent graft was implanted in the pt, however, upon final angiogram it was noted that the stent graft was implanted 1 cm lower than intended. The stent graft was inadvertently deployed lower than intended by the physician's first assistant. There was no endoleak present, however, an aneurx aortic cuff was implant to cover the area between the top of the stent graft and the renal artery. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Eval, results: (stent graft misplacement). Results/conclusion: (stent graft was inadvertently deployed lower than intended).